Event description:
It was reported that the vns pt was seen for a follow-up appointment and when a system diagnostic test was performed, high lead impedance resulted, with a dcdc converter code of 7. The pt was seen previously in (B)(6) 2009, where diagnostics were within normal limits, with a dcdc converter code of 2. X-rays were taken and sent to manufacturer for review. Review of x-rays revealed no pronounced anomalies in the visualized portion of the pt's vns device which could have contributed to the reported high impedance event. The lead connector pin did appear to be fully inserted inside the connector block. There was a portion of the lead placed behind the generator, which could not be visualized. The pt subsequently had surgery where it was reported that when the lead connector pin was removed and then re-inserted inside the generator connector block and the set screw tightened down, three subsequent diagnostic tests revealed normal device function. No devices were explanted during surgery as diagnostic tests were within normal limits. Good faith attempts to obtain additional info regarding additional observations during surgery are underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, the lead pin did appear to be fully inserted past the connector block of generator. No lead discontinuities were observed on the portions of the lead that were able to be visualized.